Manufacturer narrative:
Based on the claim against the product by the customer noting, a generator issue. An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the system, and the issue was reproduced. The system logs were reviewed, and multiple error code 25913 were noted. The erbe generator was restarted, and the problem persisted. A defective erbe generator was confirmed. After replacement, the system was tested and verified as ready for use. The replaced erbe generator was returned to isi for failure analysis. However, investigation is ongoing. The complaint was confirmed, based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event, due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted. And may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported, that during a da vinci-assisted radical salvage prostatectomy surgical procedure, an error c-34 occurred on the erbe generator when a monopolar curved scissors (mcs) instrument was engaged. The customer received phone assistance from the technical support engineer (tse). Troubleshooting was performed by verifying the connections and replacing to the backup instrument. However, the reported issue persisted. Tse advised further troubleshooting and verification of system configuration. User informed tse that they will forego as they are completing a surgical task. No further troubleshooting with tse was performed. The user elected to continue with the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed, that the procedure was completed using a third-party generator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint (error c-34 occurred on the erbe). The iesu was analyzed and found to have c-37 error present during system boot up. The unit will be returned to original equipment manufacturer (OEM) for repair. The complaint regarding (bipolar/monopolar not firing, erbe error c-34) was confirmed based on the field evaluation and failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.